Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with chest pain. Upon interrogation, loss of capture and r wave amplitude variation were observed on the right ventricular (rv) lead. Cardiac perforation was suspected, so the rv lead was explanted and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.